Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, non-tortuous, 90% stenosed proximal right coronary artery. A non-abbott stent was deployed, and a 4x8mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance. The balloon ruptured during the second inflation at 13 atmospheres, and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.